Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of left inguinal hernia with mesh. He had revision surgery 7 months post-surgery. The patient underwent a recurrent laparoscopic repair of inguinal hernia with mesh. The patient experienced pain, recurrence, mesh migration, and mesh shrinkage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced pain, adhesions, painful bulging, recurrence, mesh migration, and mesh shrinkage. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
Additional information: a4, b5, b7, g1, h6 (ime, imf, device codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced pain, adhesions, painful bulging, recurrence, mesh migration, mesh shrinkage, tenderness, and mesh failure. Post-operative patient treatment included revision surgery, lysis of adhesions, hernia repair with new mesh, and medication.